Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that they encountered limb ischemia and asystole during impella cp support. During the placement of impella cp, an access-port was utilized to assess distal flow and noted to have no flow, thus, a distal right-ulnar line was placed by the doctor and a reperfusion line was utilized via a left brachial art-line to mitigate distal limb ischemia. It was noted that this vascular surgery resolved limb ischemia. The patient was put on comfort care and went asystole. The patient expired.

Manufacturer narrative:
Correction e4. The investigation of the reported failure mode has been completed. Ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details. Asystole: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.